Event description:
It was reported that pump screen appeared "frosted and was sometimes hard to read". There was no reported impact to the customer¿s blood glucose level. Reportedly, the customer declined further troubleshooting with tandem technical support; therefore, no additional information was able to be obtained.